Manufacturer narrative:
UDI: the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: distributor. The actual device has not been returned however a reference photo of the proximal hub of the actual sample was received wherein the catheter tube was broken near the hub tip. Traces of red fluid which appears to be blood was observed inside the catheter hub. The condition of the breakage point could not be confirmed through the provided photo. Based on the result of the investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or manufacturing process. As stated on the complaint details and the additional information provided, the involved device was inserted and in place on the patient without any reported issues until the time it was removed. Verification of retention samples showed no related defects on the catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester. The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result to catheter tube breakage. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. Also, the lot history file was checked and no irregularity or nonconformity was noted that may result in catheter tube breakage. Furthermore, qc conducts a visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer has reported that cannula was inserted by staff under ultrasound guidance on (B)(6) 2021. The cannula was removed on (B)(6) 2021 and was noted to have a fracture at the base of hub. The cannula tubing was unable to be located, assumed it was retained in one vessel. Ultrasound was required to confirm that the intravenous component of the cannula was present within the cephalic vein, extending over a length of approximately 5cm arising from 1cm above the elbow crease. There was some surrounding non occlusive thrombus. In conclusion, the vessel was approximately 12 - 16mm below the skin surface. Medical or surgical intervention was required. There was an intravenous foreign body (cannula tubing) with surrounding non occlusive thrombus in the above elbow cephalic vein. Additional information was received on 15march2021: the patient went to theatre for the removal of the retained cannula and thrombus debridement from her right cephalic vein under local anesthetic and IV sedation on (B)(6) 2021(one day post incident). She recovered well and was discharged home on (B)(6) 2021. The catheter fractured at the point the tubing joins the hub. There were no issues identified by nursing staff or patient while the ivc was insitu, nor was there any difficulty/ resistance noted when the rn went to remove it.

Manufacturer narrative:
H6: investigation findings - 3252 is based upon the evaluation of the returned sample; 213 is based upon the evaluation of the retention samples. The actual sample was recevied and showed the proximal hub of the IV catheter connected to an infusion connector. Traces of brown fluid was observed inside the hub. The proximal hub was viewed under magnification and it was observed that the point of separation has a clean-cut. Similarly, the tube is slightly pressed. The remaining catheter tube measures around 0.5mm from the hub tip. Based on the results of our investigation and previous simulations, there is no evidence that there was a pre-existing defect with the device related to either the materials or manufacturing process. Although a definitive cause could not be confirmed, examination determined that the condition of the returned sample is most consistent with inadvertent damage due to contact with a sharp object. This was also observed on the simulated sample wherein prior removal, intentional cutting of the catheter tube was conducted while still inserted into the dummy arm during removal of surgical tape. As stated on the complaint details and the additional information provided, the involved device was inserted and in place on the patient without any reported issues until the time it was removed which indicates that the device performed properly. It is also most likely that the damage occurred during, or just prior to the removal process.